Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had some oozing at the ipg site. Antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that the patient had received from the physician some stitches several days ago and were removed. It was also reported that the oozing in the battery site had stopped.

Event description:
A report was received that the patient had some oozing at the ipg site. Antibiotics were prescribed.